Event description:
Chronically low r waves noted in bipolar sensing polarity. Measurement is 2.1 mv. Potential risk of undersensing ventricular arrhythmia versus twos. Possible optivol fluid accumulation: (B)(6) 2022 - (B)(6) 2022. Pvc >999.9 per hour (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).